Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set crimped cannula within 3 hours of insertion. Patient's blood glucose at the time of issue was reported as high. Patient replaced infusion set and resumed insulin successfully. No further information available.